Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This patient had a vt event in november and received 13 shocks. All failed to convert at max energy (40j). The patient received a subcutaneous lead system. Patient has an ef of 10 percent and has had an lvad since 2015. Physician did not revise the lead; the device was changed out instead for battery longevity. Should additional information become available, this file will be updated.